Event description:
Health professional reported "infection and dysphagia." The patient presented with an infection and was treated cephalexin. The surgeon performed exploratory surgery and discovered the "infection" had reoccurred. The port was removed without replacement, to allow the tissue to heal and the infection to subside. Patient also had presented with dysphagia and an esophagogastroduodenoscopy (egd) will be performed before the next implanting surgery is performed.

Manufacturer narrative:
(B)(4). The product associated with this report was discarded after surgery and will not be returned to allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. An infection, dysphagia, and inflammation/irritation, are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: ...patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."